Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 8.1 cm abdominal aortic aneurysm. It was reported that after the stent grafts were implanted, a reliant balloon was used to balloon the stent grafts. Upon final angiogram there appeared to be a type 1 endoleak on the patient¿s left side at the level of the flow divider. The proximal stent graft was re-ballooned and another angiogram was taken. The endoleak was still present in the opposite oblique side. Another manufacturer¿s 3110 stent was deployed in the proximal portion of the bifurcated stent graft. Another angiogram was taken and the endoleak was still present. Two 161682 endurant limbs were placed on either side which extended the bifurcation proximally in attempt to seal the endoleak. Another angiogram was filmed and the endoleak was still present. The patient was initially given 5000 of heparin. The case concluded with the presence of what was to be found a type IV endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).